Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was mixed shock, distributive, hemorrhagic, and cardiogenic shocks. The patient also experienced acute hypoxemic respiratory failure and gastrointestinal bleeding. Esophagogastroduodenoscopy showed hematin, altered blood/ coffee-ground like material in the gastric fundus and in the gastric body. A single bleeding angioectasia in the stomach. The patient was treated with argon plasma coagulation (apc) and a clip. The egd also said friable gastric mucosa. No specimen was collected. The patient was to be treated with colonoscopy, omeprazole 40mg daily, and check stool h. Pylori antigen. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Corrected data: section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that heartmate ii lvas, serial number (B)(6) , was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1, "introduction," lists the adverse events that may be associated with the use of heartmate ii lvas, including bleeding, respiratory dysfunction, and death. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.